Manufacturer narrative:
Additional information received from the physicians office noted that the source of infection was the patient's heart valve and was not from the device system.

Event description:
An implantable cardioverter defibrillator (ICD) was returned with no information. Additional information received indicated the device system was removed due to an "aortic" infection and the patient died post explant due to sepsis. The cause of death was noted as clinical sepsis, endocarditis and (B)(6). The source of the infection was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: c154dwk implantable cardioverter defibrillator (ICD) implanted (B)(6) 2007; 4193 implantable pacing lead implanted (B)(6) 2004; 5076 implantable pacing lead implanted (B)(6) 2004.

Event description:
An implantable cardioverter defibrillator (ICD) was returned with no information. Additional information received indicated the device system was removed due to an ¿aortic¿ infection and the patient died post explant due to sepsis. The cause of death was noted as clinical sepsis, endocarditis and methicillin sensitive staph aureus bacteremia. The source of the infection was requested and not received.